Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: viatrac 14 plus (B)(4); cordis aviator (B)(4), embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effects of stenosis, neurological events (deficits) and visual disturbances are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the left internal carotid artery with the acculink stent. On (B)(6) 2011, the patient underwent a routine, six month post procedure carotid doppler and was found to have asymptomatic, in-stent restenosis of the acculink stent. On (B)(6) 2011, the patient reported having mild, intermittent blurred vision, but denies any other neurological deficits such as a transient ischemic attack. On (B)(6) 2011, the patient underwent balloon angioplasty of the restenosis inside the acculink stent with the viatrac and a non-abbott balloon. At the end of the procedure, the patient became hypotensive and was started on neosynephrine and dopamine infusion. The hypotension resolved the same day on (B)(6) 2011. The patient was discharged home on (B)(6) 2011. There was no additional information provided.